Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and bloody. The tip of the cold jaw boot was partially detached. The device had evidence of blood. Based upon this observation, the reported failure "jaw boot cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot cracked. A new kit was used to complete the procedure. There were no pt effects. The product was returned.